Event description:
Related to MFR report # 2183959-2013-00809. A (B)(6), female was implanted with a miniarc precise to treat stress urinary incontinence on (B)(6) (year not specified). Follow-up on (B)(6) 2012, reported the patient experienced a pelvic hematoma and subsequently required a blood transfusion. Follow-up on (B)(4) 2012 reported "objective valoration: cure. Subjective valoration (patient reported outcome): well, the pelvic hematoma was spontaneously solved." Patient outcome was indicated as "good results. Complication with pelvic hematoma was spontaneously solved."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.